Event description:
Triple lumen catheter was to be changed as it was located at skin level. Area prepped and new guidewire passed thru previous triple lumen catheter and old catheter removed. While threading over triple lumen catheter, guidewire suddenly slipped in and was out of view. Upper end of guidewire seen in neck well above medial end of clavicle. Pt trensferred to nearby hosp for guidewire removal; pt tolerated procedure well without complications.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.